Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners during visual inspection. The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was unable to perform displacement, prime alarm, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer treated with syringes. The customer stated that he was unable to clear the alarm. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.